Event description:
It was reported the bronchovideoscope had no image on the scope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer

Manufacturer narrative:
Updated fields: h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e218, adhesive on the distal sheath detached, forceps channel port had a dent, connecting tube was sticky, control unit had corrosion, and the scope connector had corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the customer allegation "no image on the scope" was due to a water leakage which caused an electrical/electronic component problem identified. The additional finding of "error e218" was due to a water leakage which caused a shortcut in the circuit board unit which is an electrical/electronic component problem identified. Additionally, the most probable cause of the additional findings of "adhesive on a-rubber is detached" and "connecting tube was sticky, scope connector has corrosion" was due to a degradation problem identified. The most probable cause of the "control unit had corrosion" was due to a stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.